Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow of solution in the blue line. This issue was discovered in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between may 31, 2022, and june 01, 2022. The device was received for evaluation. A visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.